Manufacturer narrative:
(B)(4). Flashing medtronic logo display due to moisture damage to the pcb1 board. Unable to verify transmitter communication due to flashing display. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to flashing display. No moisture damage noted to the motor assembly during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, and scratched case, pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed flashing medtronic logo display after battery installation due to moisture damage to the pcb1 board. Was unable to verify transmitter communication due to flashing medtronic display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the transmitter and the insulin pump. Customer received a lost sensor signal alarm. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884. Troubleshooting was performed and the customer programmed the correct transmitter ID into the pump; however, the customer had not received a sensor connected alert. No harm requiring medical intervention was reported. Mmt-7841zn was requested and customer response was the device will be returned. Mmt-1884 was requested and customer response was the device will be returned.